Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Wireform was exposed around leaflets 1 and 3 on the outflow aspect and on commissures 1 and 3. Sewing ring had multiple cuts around the valve. The device was returned to edwards for evaluation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately six (6) years, was explanted due to aortic stenosis. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 19mm aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The surgeon commented that the valve did not fail prematurely.